Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during drain. Per the initial report, the home patient (hp) had a system error 2367 (air in the set). The hp stated, she had cycled the power on the machine and was still connected. The technical service representative (tsr) had the hp cycle the power to press go to start and had the hp disconnect and remove the cassette. The tsr explained the alarm and assisted the hp to clear the alarm. Global product surveillance contacted hp on (B)(6) 2012 regarding the reported problem. The hp stated that she was able to complete therapy with new supplies. The hp stated that she did not remember seeing any defects with the original cassette. The hp had discarded the original cassette and did not have a companion or know the lot number. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for system error 2367 was not confirmed. The sample was not available or returned for evaluation and the lot number was not known to perform a batch review or retention sample analysis. The assignable cause for the reported problem was undetermined.